Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) was having palpitations. Technical services (ts) reviewed the reports and noted that there were some atrial events falling into blanking. Ts provided reprogramming options. The device remains in use. No additional adverse patient effects were reported.